Event description:
Healthcare professional reported, right-side, intracapsular rupture, inflammation, and "free silicone." The device has been explanted.

Manufacturer narrative:
(B)(4). Date of birth: (B)(6) 1986. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and inflammation.

Event description:
Healthcare professional reported, right-side, intracapsular rupture, inflammation, and "free silicone." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, right-side, intracapsular rupture, inflammation, and "free silicone." The device has been explanted.